Event description:
The article "ischaemic stroke due to thrombus formation on the ventricular side of the mitral valve more than one year after mitraclip implantation: a case report" was reviewed. The article presented a retrospective single center study, to evaluate edge-to-edge mitral valve repair with mitraclip leads to a differed flow pattern and a decreased flow velocity at the left ventricle apex. This combination may lead to initiation of thrombus formation, especially in patients with severely reduced ejection fraction. The prevalence and mechanism of left ventricular thrombus formation after mitraclip implantation is still unknown. Devices mentioned include mitraclip. The article concluded that thrombus formation in the left ventricle after mitraclip implantation in patients with severely reduced ejection fraction is a rare complication. This case reports shows that it may occur even more than one year after the intervention. Permanent vigilance is warranted, especially in patients who are not chronically treated with oral anticoagulation. [The primary author and corresponding author was ophelia de pryck at internal medicine, ghent university hospital institution with corresponding email ophelia.de.pryck@outlook.com.] This was a case study on an unknown date. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included a non-ischemic cardiomyopathy and chronic heart failure with a severely reduced ejection fraction. (B)(6), unk mitraclip peri- and post-procedural complications included ischemic stroke, thrombus.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title: ischaemic stroke due to thrombus formation on the ventricular side of the mitral valve more than one year after mitraclip implantation: a case report.

Manufacturer narrative:
Summarized patient outcomes/complications of the mitraclip device were reported in a research article titled ¿ischaemic stroke due to thrombus formation on the ventricular side of the mitral valve more than one year after mitraclip implantation: a case report¿. Comorbidities included a non-ischemic cardiomyopathy and chronic heart failure with a severely reduced ejection fraction. After the procedure, the patient presented with ischemic stroke and thrombus. Medication and hospitalization were required. Based on available information, the cause of the reported stroke and thrombosis were unable to be determined. Additionally, the reported patient effects of cerebrovascular accident and thrombosis/thrombus are listed in the mitraclip system instructions for use (el2204011, revision a, potential complications and adverse events section), and are known possible complications associated with mitraclip procedures. The reported hospitalization and medication required were results of case-specific circumstances as the patient was hospitalized for the reported complications. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature: article title: ischaemic stroke due to thrombus formation on the ventricular side of the mitral valve more than one year after mitraclip implantation: a case report.